Event description:
It was reported that, this right ventricular (rv) lead exhibited loss of capture (loc) and high pacing thresholds on the rv automatic test. The boston scientific technical services (ts) indicated that the rv pacing lead may require further evaluation. Rv settings may be considered for programming optimization. This rv remains in service. No adverse patient effects were reported.